Event description:
The manufacturer was notified on 03 mar 2016 that a patient with history of as and cad. Pre op tee showed functional bicuspid aortic valve, mean gradient of 41 and peak of 64 mmhg with a 50% ef. Stj 20, aortic annulus 23.6 mm for a ratio of .86. CABG x 2 performed via open sternotomy in standard fashion. The medium sizer and the translucent end went through and the white end was snug but would go through. Large sizer was checked with translucent end and it went in snug and the white end stopped. The surgeon deployed the inflow ring and made a check of the position and when the outflow ring was deployed the upper struts and outflow ring were above the aortotomy and not at a even plane. Guide sutures removed. Inspection showed annulus below the skirt and high on the left coronary. The valve was removed using z maneuver and a medium valve was requested no re-sizing was done.

Manufacturer narrative:
Design history record review completed oct 14, 2016. The complete manufacturing and material records for the perceval s heart valve, model icv1210, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval s heart valve at the time of manufacture and release. For DHR review: nitinol component only. A complete manufacturing and material records review for the component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release. The visual inspection was completed on february 17, 2017. According to the procedure at the time of manufacture and release, no non conformities were observed. Corrections: follow-up MDR#1 did not report the date the device was returned to the manufacturer even though it was returned prior to the submission of the follow-up MDR.